Manufacturer narrative:
Pump was received with intermittent button response due to flattened act button dome switch. Unit had cracked case at display window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that her child's insulin pump act keypad button is not responsive. Customer does not recall any significant events leading to the error. Child's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad button but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.